Event description:
Pt with unresectable hcc and cirrhosis rec'd 76.5 mci of therasphere via right hepatic artery on 2002. They are currently on the liver transplant roster. In 2003, they were admitted to the hosp ER with complaints of severe mid-abdominal pain and nausea and reported one episode of vomiting. Diagnosed with acute cholecystitis and possible chronic cholecystitis. They were discharged home on their regular medications and will be followed by transplant service. Treatment with therasphere is a possible cause of this event. As part of their liver transplant surgery, they will have a cholecystectomy.